Manufacturer narrative:
One infusion cassette was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the customer attached the cassette to a pump during the pre-use check, but a "no disposable, pump won't run" alarm went off. So they changed the pump to another one, but the same alarm was issued. There was no patient injury reported.

Manufacturer narrative:
Other, other text: one cadd cassette reservoirs were returned for the evaluation of the reported issue. The returned sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. The complainant returned unites were visually inspected and it does not present any damaged, kink, cut or condition that could cause failure mode. The pump tube height was inspected, and it passed. An accuracy test was conducted where the sample received was connected to the cadd legacy plus and to balance mettler to look for unusual function. The sample tested passed the delivery accuracy test. A functional test was performed and the samples were fully priming and connected without difficult; the pump was set running and no alarms were activated. Complaint was not confirmed. No root cause was determined due to the complaint not being confirmed. No actions were taken.